Event description:
Unomedical reference number (B)(4). Event occurred in the united states. The patient reported that in the morning of this report, she woke up from her sleep and found that the infusion set's tubing had detached at the quick release/site connector. The patient had a high blood glucose level, which was treated with a manual injection and the patient also replaced her infusion set. The site location was patient's left side below waist and the pump was on the same side of the body in her pocket. The infusion had been in use for two days and the infusions were not stored, or used, in a place where they might have been exposed to extreme temperatures and humidity. She did not recall any stress or tugging on the tubing and the pump was not dropped with the set connected to her body. No further information available.